Event description:
It was reported the pt's scs ipg is protruding through her skin. Surgical intervention is planned to address the issue. Follow-up on (B)(6) 2013 identified the pt's scs ipg was explanted on (B)(6) 2013.

Manufacturer narrative:
Product testing was not performed as the cause of the reported complaint cannot be determined through such means. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history tot he event reported. Sjm defers to the pt's physician regarding medical history.